Event description:
Berchtold operon d850 unintentional motion. Pt gurney was improperly placed under side rail of berchtold table and became lodged underneath. Pt had already been transferred to gurney. Multiple staff members pressed, unlock/lock button so it was not clear if the table was in the process of locking/unlocking from the floor during the unintentional motion. Unintentional motion occurred with the table reaching it's full back upright position and the table hand control indicating, service and, limit conditions. Table was evaluated by berchtold field service engineer. Floor lock sensor errors were noted in trouble log coinciding with the unintentional motion event. Table was removed from service and is awaiting add'l testing by berchtold.